Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had to seek medical attention due to several issues with the pod. The patient did not provide details on the pod issues. No information was provided about symptoms, how they were treated and duration of the medical situation.